Manufacturer narrative:
This report is filed on february 12, 2019. - attachment: [133744 - device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on january 25, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced a performance decrement with device use subsequently the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.